Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn2136 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2018, a nurse at the facility had a guidewire break and remain in the catheter during placement. It was recovered and no patient injury occurred. Approximately 1.5¿ of the guidewire remained in the catheter. The nurse stated that the "wire cracked/broke off within the sheath¿(catheter).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One tls stylet, one assembled 4 fr single lumen groshong catheter with an extension set connected to the luer hub, and one 0.018 in. Guidewire were returned for evaluation. An initial visual observation showed use residue on the returned samples. Approximately 2.7 cm of the distal end of the tls stylet was observed inside the groshong catheter, positioned between the 7 cm and 10 cm depth markers. Bends were observed in this catheter segment as well as in the proximal stylet segment. The stylet segment was extracted and a microscopic observation revealed some plastic deformation of the polyimide tubing of the stylet at the break sites. The fracture surfaces were observed to be mostly smooth and even. The break and bends were observed to be between the magnets. The material deformation observed at the break in the stylet indicates the stylet was bent at this location to the point of breaking. This can occur if the catheter is bent severely enough with the stylet still inserted or if the stylet is manipulated within the catheter excessively and/or prior to flushing the catheter.

Event description:
It was reported on (B)(6) 2018 a nurse at the facility had a guidewire break and remain in the catheter during placement. It was recovered and no patient injury occurred. Approximately 1.5¿ of the guidewire remained in the catheter. The nurse stated that the "wire cracked/broke off within the sheath¿(catheter).